Manufacturer narrative:
Investigation summary: material # 252959 lot # 1180232. The complaint was confirmed as the reported defect on a returned sample. The issue was contamination. No issue in device history record. No issue in retention sample. No trend. Bd quality will continue to monitor for trend. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ chromagar¿ candida medium catalog number 254093 which is a class 1, 510(k) exempt device.

Event description:
It was reported that while using plate chromagar candida ii 100 ea contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The customer found mold in the unused media.